Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a few days after his implantable neurostimulator (ins) implant surgery on (B)(6) 2016, he had five seizures when the ins was tested and had parameters adjusted. It was noted that the ins was implanted at the top of the patient's head and the voltage was increased intentionally in a controlled environment. When the voltage was increased, that was when the patient felt the seizures. The patient was curious of what would happen if he had a seizure and did not have his patient programmer (pp) to turn the stimulation off. Follow-up is not required at this time and there is no further information related to this event. The patient's medical history is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.